Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) study. It was reported that post percutaneous coronary intervention, chest pain and myocardial infarction occurred. In june 2010, the subject presented with substernal chest pain and the subject was diagnosed with non-st elevation myocardial infarction (nstemi) and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de novo lesion located in the right posterior descending artery segment (r-pda) with 99 % stenosis and was 8 mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and direct placement of a 3.00 x 12 mm taxus® liberté stent. Following post dilatation, residual stenosis was 0%. Three days post index procedure, the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with atypical chest pain associated with shoulder pain. Electrocardiogram revealed non q-wave mi. The subject was diagnosed with nstemi and the subject hospitalized on the same day. Cardiac catheterization was recommended. At the time of event the subject was taking aspirin. The study drug was last taken on january 2013. It was noted that troponin values were elevated. The subject was decided to be treated medically as no angiographic culprit lesion was noted. Two days from admission the event was considered resolved without residual effects and the subject was discharged on the same day.